Event description:
It was reported that during implantation of an impella cp, the physician initially wanted to use a single access technique. However, they accidentally punctured the proximal part of the sheath with the needle and had to removed the peel away sheath and place the repositioning sheath with good hemostasis. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of single access issue and introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. Single access issue: physician accidentally punctured the proximal part of the sheath with the needle and had to removed the peel away sheath and place the repositioning sheath with good hemostasis. The cause of the issue was use-related as evidenced by accidental puncture of sheath introducer damage - mechanical: physician accidentally punctured the proximal part of the sheath with the needle and had to removed the peel away sheath and place the repositioning sheath with good hemostasis. The cause of the issue was use-related as evidenced by accidental puncture of sheath.